Event description:
Dealer called in stating that there was a defect with the slings. Today on (B)(6) 2018, (B)(6) is stating that after many washing of sling they are fraying on the color straps. Dealer is stating that they have most of the sling up to 8 years and they are using r113. (B)(6) stated on (B)(6) 2018, that this patient in the facility was being transferred and fell straight out to the floor. Patient did not seek any medical attention, was just sore from the fall. The slings are used in a facility and multiple patients and are washed every time they are soiled or once a week, depending on what happens. The facility uses normal detergent with no bleach on the washing. Update 08/07/2018: invacare completed the evaluation of the returned sling. It was confirmed that two of the straps were tom. However, it was also identified that the sling was not manufactured by invacare. It is a model t3222l sling manufactured by drive medical. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).